Manufacturer narrative:
The reported leak could not be confirmed. The array was brought to its high profile position, inflated with a saline solution with no leaks or other anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an ablation procedure, when the catheter was inflated, a leak was noted in the balloon. The tear was confirmed via x-ray and the balloon appeared deflated. The array catheter was not deflated completely so it could hold its balloon inflated enough to execute the procedure and the procedure was completed with no adverse consequences to the patient.